Event description:
Complainant alleged that the device failed self test and displayed a red "x" indicator. Complainant did not indicate that there was any patient involvement in the reported malfunction.